Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that since the generator replacement, patient has experienced increased seizures and severity. No problems were seen with the vns during interrogations. Response was received by the physician. The increase seizures and severity was assessed to be due to vns stimulation. The seizure levels were above pre-vns levels. No other relevant information has been received to date.

Event description:
Update was received that the patient had been referred for replacement surgery. Implant card was later received reporting a generator replacement due to prophylactic reasons. The device has not been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
Device evaluation was completed.

Event description:
The suspect device was later receiver for analysis. Analysis has not been completed to date.